Event description:
It was reported that the user ran out of insulin while at work, resulting in several hours without insulin and subsequent hyperglycemia with a peak of 412 mg/dl. The user later reconnected to the ilet, verified flow through the tubing, changed supplies, avoided suspected scar tissue, and sought guidance on expected time to return to range, while also troubleshooting pairing of a new dexcom g7 so dosing could resume. Symptoms included hyperglycemia and fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified associated with improper or incorrect procedure, with no specific part or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.